Event description:
Reporter indicated that pt developed an infection at the lead incision site as evidenced by notable pain, swelling, minimal erythema, tenderness to palpation, and response to a trial of antibiotics (zithromax). Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of devices. The infection has reportedly resolved.